Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). The pa told the rep that they did not hear the crunch when the washer was cut.

Event description:
Additional information requested on 2/24/2011, 2/25/2011, 3/3/2011, 3/7/2011, 3/18/2011 and 3/24/2011 and no addiitonal information has been received.

Event description:
It was reported that during a sigmoid colectomy procedure, the anvil was attached correctly. The device was dialed down into the firing range. The device was fired, but there was no crunch heard showing that the washer was cut. The device was removed from the patient without difficulty. A leak test was performed and bubbles were seen at the staple line. The case was converted to an open procedure and the staple line was secured with sutures. The patient was stable after the procedure and since then released from the hospital. The device was discarded. Additional information has been requested.